Event description:
It was reported the patient fell from a standing height and the 95 degree condylar plate broke. The broken implant was removed easily with no fragments and replaced with another 95 degree condylar plate of the same size. The procedure was completed successfully. The broken plate was discarded after removal and will not be returned this is report 1 of 1 for (B)(4).

Manufacturer narrative:
Without a lot number, the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.